Manufacturer narrative:
Additional information b5: additional information was provided stating the white screen occurred after upgrade was applied. Additional information d9, h3, h6 and h10 :a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. This device malfunction was identified prior to start of infusion and therefore can only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an white screen during testing at the biomedical service department. There was no patient involvement. No additional information is available.